Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. There was a glue-like residue found at the mouth of the biopsy channel/ bending section rubber/distal end. In addition, a red contamination around the mouth of the biopsy channel, distal end adhesive worn, insertion tube worn, control body stained, and switch condition worn were observed. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera gastrointestinal videoscope is leaking from the body control unit. The event occurred during reprocessing and the same device was used to complete the operation. During a standard service inspection of the customer returned device, a red contamination was found around the mouth of the biopsy channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was an adhesive-like residue in the adhesive rubber, the tip, and the forceps channel. According to other research results, users were contacted three times by olympus regarding the incident, but did not receive a response. The event can be detected by following the instructions for use which state: "inspect the endoscope." Olympus will continue to monitor field performance for this device.